Event description:
A customer reported a tracker malfunction prior to a procedure. The patient was reported to have been prepped and anesthetized at the time of the event, and the surgery was canceled. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
During the onsite investigation, the tm (territory manager) adjusted the bed x/y and swivel movement, fixation of the ir tracker and alignment of the hotspot. Recalibration of the energy table and correction of the coefficientes. Equipment was in accordance with the specifications. A root cause has not been identified. (B)(4).